Event description:
It was reported by the affiliate that during a gastric bypass procedure, in the jejunal and jejunal anastomosis with stapler firing and reloading ats45 tr45w, in the first shot noticed that there was a leaky seal again with the same stapler shoot another refill of the same features and fails again with a major malformation staples. It is used in a third instance a new stapler tr45w ats45 two who managed (to be sent to replenish what fault) to fix and finish the surgery, without adverse effects to the patient so far, having to reinforce all lines staple the rest of this by pass, increasing the surgical time in more than two hours, and with the consequent nervousness of the doctors involved. Another like device was used to complete the procedure. One device will be returned. Affiliate reference number: endo (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the shrouds slightly open and in good visual condition. No cartridge reload was present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. No malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the area of malformed staples? Did the prolonged procedure clinically impact the patient or change the post-operative care? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?